Event description:
Report received that the device "started to deliver spontaneously when plugged in, without the start button being activated." The recovery room nurse reports that she had programmed the pump, it was connected to the patient IV line, and before starting the device she wanted to plug it in. Upon connecting to ac power, she reports the pump immediately started to administer a bolus dose. She had not pressed the start button, and she did not think the patient requested a bolus. The device settings and medication being administered were not recalled. There were no adverse effects to the patient. No additional information was available.